Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt died as a result of a "life threatening situation"; a cause of death was not provided. The eri (elective replacement indicator) on the pump showed 18 months. The refill interval was 81 days. A dosage change was noted in the pump logs on (B)(6) 2010 at 1047. The medications being delivered via the device system were bupivacaine, clonidine, and hydromorphone. Additional info has been requested, a f/u report will be sent if additional info becomes available.